Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same pt as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was not reported. Treatment for the event was not reported. The pt was not hospitalized for the event. At the time of this report, the pt was recovering from peritonitis and pd therapy was ongoing. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.